Event description:
Pt is a s/p screw fixation for hip fracture. One week prior to this admission of the patient had fallen several times and when presented to the ER they had re-fractured their hip and the prior had sheared off. Patient underwent right total hip arthroplasty.